Manufacturer narrative:
The returned device was evaluated and the cause of the jetstream g3's issue with aspiration was due to tissue occluding the aspiration lumen. Distal embolization is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU. The device was not used per the IFU. It was reported that the run time for the device was 15 minutes. There is a note in the IFU regarding run time: "the jetstream g3 catheter use time should not exceed 10 minutes. Monitor the timer on the pv console and use a second device if add'l treatment is required." Lastly, bypass graft is not included in the indications for the pathway jetstream g3 catheter.

Event description:
The jetstream g3 was advanced to treat an approx 15 cm lesion located in a superficial femoral artery (sfa) synthetic bypass graft. After priming the device and beginning treatment, the device stopped aspirating. The physician commented that the aspiration didn't seem to be as robust as it typically has been with previous cases. Significant distal embolization occurred and was successfully treated and resolved with a tissue plasminogen activator. Outflow was restored.